Event description:
There was an allegation of questionable elecsys probnp ii results for 2 patient samples on a cobas e 411 analyzer (disk system). Sample 1 had an initial result of 13064 pg/ml. The repeat result was <26 pg/ml. Sample 2 had an initial result of <26 pg/ml. The repeat result was 2401 pg/ml. The repeat results were deemed correct. No questionable results were reported outside of the laboratory as they did not match the patients' clinical pictures.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.